Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Further follow with the customer indicated that the actual complaint description was not false reading but, that before use the cable to connect the device to the equipment would not recognize the connection to the device and would not calibrate. This would not have been a reportable event.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the swan was labeled to have a malfunction with false readings. Multiple attempts have been made for additional information with no response to date. It is unknown if the device was saved for examination or any patient demographics data.